Event description:
Alinity m sars-cov-2 assay use for covid-19 under emergency use authorization (eua): after hearing from colleagues, not abbott molecular, regarding potential false positive results from the alinity m for sars-cov-2, I started repeating all positives since (B)(6) 2021 on both the diasorin and the alinity. Our testing volume is low as is the number of positives we see daily on that platform, about 10. We saw one failure on (B)(6) at CT of 31.6. On (B)(6), three of twelve and on (B)(6), 4 of 9 did not repeat, on (B)(6) all samples were repeatedly positive, on (B)(6) 2 of 18 did not repeat. Cts of failed repeats ranged from 25.4 to 37. We had changed lot numbers of most test components after the(B)(6). Because of this issue, we again changed to different lot number of the components for which we had alternate lot numbers available. We had no alternative lot number for the amp kits. I requested an alternative lot number of the amp kits, but abbott has not provided one as of yet. From colleagues I also heard there was an app spec file update, which we did receive an email notification on the instrument for. Abbott has not sent anyone to update this file. We have experienced delayed result reporting due to this issue. FDA safety report ID # (B)(4).